Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 8. Reference MFR report: 1627487-2013-06828, 06829, 06830, 06831, 06832, 06833, 06833, 06834. The pt is implanted with two scs systems (off-label) with multiple leads and extensions. It is undetermined which system and extensions were replaced and relocated. All possible devices are being reported. It was reported the pt was not receiving effective stimulation therapy. A lead diagnostics reveal invalid contacts for the pt's temple (off-label) leads. Follow-up identified the pt underwent surgical intervention and it was found two leads were slightly out of the extension header . All four 3346 model extensions were replaced. Additionally, the physician relocated the scs ipgs from the buttock to the flank area to decrease the stress on the extensions.